Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this problem. The philips field service engineer (fse) inspected the system onsite and found that the system wasn¿t working. Review of the system log file confirmed the malfunction in the host pc. Upon troubleshooting, fse found that the host pc was not functioning properly; green led on the back of the host pc was off, power was turned on and the led under hdd was unlit. To resolve this issue, fse replaced the host pc. The defective host pc was returned to philips for further analysis and cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.